Manufacturer narrative:
Device analysis report attached. This report is submitted on march 18, 2024.

Manufacturer narrative:
This report is submitted on november 3, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device due to a migration of the electrodes outside the cochlea and open circuit electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.